Event description:
It is reported that a customer experienced high blood glucose of 500 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer states that the quick serter is causing bent cannulas and that the serter did not release the infusion set properly. The outcome of the issue was that the customer replaced the quick serter. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. The quick-serter failed per inspection and found the quick-serter barrel walls with excessive glue from the quick-set tape.